Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Where was the foreign material found? (Inside shipping box, inside implant box, directly on device?) Ans: directly on suture needle. 2. Please describe the type of foreign matter that was observed. Ans: black dry glue type. 3. Are there any photos of the foreign matter available? Ans: yes, photo. 4. Is it possible that the foreign material fell into packaging upon opening of device? Ans: no. 5. Was the seals on the foil still intact when the package was opened? Ans: yes. 6. Was any hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) ans: no. 7. Where was the hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) ans: no tear. 8. May we know if the item is available for return? If the item is not available for return, please let us know as well. Ans: yes, has been collected from reported hospital to be returned for product investigation. 9. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): ans: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and suture was used. Upon opening the suture packaging, an unknown foreign item was found on the needle of the suture, making it compromised for use. No reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one labeled winding former with a needle suture combination partially dispensed was received for analysis. Visual analysis of the returned sample showed excess silicone on the middle of the needle's surface. One photo was provided showing one needle suture combination with apparently unknown foreign matter on the body needle. Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one labeled winding former with a needle suture combination partially dispensed was received for analysis. Visual analysis of the returned sample showed excess silicone on the middle of the needle's surface. One photo was provided showing one needle suture combination with apparently unknown foreign matter on the body needle. Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.